Event description:
Caller reported a minimum fill notification but declined to troubleshoot the issue at that time. Instead, the customer wanted cts assistance over the phone while attempting to load a new cartridge. The customer successfully loaded a second cartridge during the call with cts, and no further action was required. There was no reported impact to the customer¿s blood glucose level.